Manufacturer narrative:
The device passed self test, unexpected restart error test and displacement test. No unexpected alarms or reset time or date anomaly after change battery noted during testing. Also, the device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low reservoir alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and alarmed external ram crc error. The customer¿s blood glucose level was unknown at the time of the incident. There is no indication of issue being resolved. Troubleshooting for external ram crc error could not be performed because of unexpected restart alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is expected to be returned for analysis.